Event description:
The complaint from a hospital reporting that a shunt implanted in 2006 was removed in 2007, because it was broken.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.